Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A medtronic representative reported via email of low blood glucose readings from the insulin pump. The customer was admitted to the hospital for low blood glucose readings. The customer is doing well and does not want a follow-up.